Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose was 93 mg/dl. The customer feels the dinner bolus for food that the wizard instructed her to take was too much for what her blood glucose was and for what she was eating. After the troubleshooting was done, customer was advised that based on reviewing the bolus wizard history, the boluz wizard is functioning as designed. The customer was advised to check the meter out due to the significant fluctuations in the meter readings. The customer was also advised to contact healthcare provider to discuss if there could be something on her blood glucose.